Manufacturer narrative:
This is one event (injury) of two events reported for the same pt involving two separate products; associated MDR #s: 1225714-2013-01276 1225714-2013-01277, 225714-2013-01090, and 225714-2013-01091.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury on (B)(6) 2011, experienced a cardiovascular event and subsequently expired after the use of the product. The decedent's certificate of death was rec'd indicating immediate cause of death was acute myocardial infarction and the other significant condition was sepsis.